Event description:
It was reported we replaced a 4fr PICC today for a patient ongoing prolonged antibiotic treatment. The PICC was inserted on the (B)(6) and was used without issue until ward staff noticed it leaking on the (B)(6) at the entry site. The patient experienced leaking at the insertion site when the PICC was flushed. The PICC was not used after the initial observations from the ward nurses. We removed the old PICC and replaced it with a new one but noticed the old PICC had a split at the 5cm mark. The catheter was secured with statlock. Treatment was not interrupted; however, it did negatively impact the patient as they had to undergo a chest x-ray to see if placement was the cause, receive a cannula to continue the treatment which resulted in bruising, and undergo another PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.